Event description:
"It is alleged that, the pt underwent hip replacement surgery and subsequently substained injuries as a result. No further info is available at this time, although additional info has been requested."

Manufacturer narrative:
Device and additional info has been requested and if received will be provided on a supplemental report.